Event description:
This x-ray system will intermittently export flipped images to the picture archiving computer system (pacs). These flipped images refers to image inversion and can be described as ¿mirrored¿ where the left and right are reversed. Inverted would apply to the top and bottom being reversed. The random changes in the image orientation could have been any of the four possible orientation errors. A reboot of the system will temporarily restore normal operation.

Manufacturer narrative:
Conclusion: the root cause of this problem is a software related issue. A field change order will be released to correct this software issue.